Event description:
Customer reported that the system is displaying a low kv error code. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the igbt board and battery pack. System operates as intended.